Manufacturer narrative:
Additional information h3- device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found optic torn/haptic torn and bent. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.00/2.5/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was removed intraoperatively. A lens with a same size , similare (sphere/cylinder/axis) was later implanted on (B)(6) 2020. This resolved the problem. Reportedly, "lens got stuck with plunger and damaged while injecting into the eye, which was removed on the same day. Second lens implantation was sooth and patient is extremely happy."